Manufacturer narrative:
Patient city: (B)(6). Patient country: belgium.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the patient experienced high blood glucose of 400mg/dl on (B)(6) 2026, which occurred after the patient had overeaten. The high blood glucose remained elevated for more than four hours and was treated using the insulin pump. No further information available.